Event description:
It was reported to philips that the device failed the testing. The customer worked with the technical support representative. The device in the error log has error (7:38) which means their is a som pca failure and therefore the processor pca has to be replaced. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. A quote for its replacement was sent to customer. The customer rejected the repair quote. The device remains at the customer site. No further action at this time.